Manufacturer narrative:
(B)(4). Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter. Visual examination confirmed that the spyder filterwire guidewire was stuck inside the catheter. The remainder of the device appeared to be in good overall condition. During functional testing, the jetstream device had slowed down and there was foam in the aspiration line. Further examination of the guidewire lumen confirmed that the drive coil liner was severely damaged and the guidewire was still stuck inside the catheter. Also noted was liner material in the drive coil filers and filer shift in the distal drive coil. Filer shift will lock the coil onto the guidewire, preventing the drive assembly from operating. Product analysis concluded that the filer shift in the drive coil caused the site to lose tractability of the guidewire and the ability to operate the device.

Event description:
The site reported the following: a patient with a severely calcified distal superficial femoral artery lesion presented for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. During the procedure, the catheter stopped functioning and became stuck on the spyder filterwire guidewire. The physician removed the jetstream catheter with the guidewire. The physician then re-wired the vessel with a second spyder filterwire guidewire. A turbo hawk catheter was then used; however, it also became stuck on the guidewire at which time the physician decided to stop the procedure. There was no injury/adverse event reported.